Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device fail to boot up. Upon troubleshooting, it was found that the issue with unplug and plug memory sticks. The fse unplugged and plugged the memory sticks. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc memory sticks. The fse replaced the host pc and returned the system to use in good working order.